Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, login issue with bio-ID after updates the customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experienced login issue with bio-ID after updates. A field service engineer (fse) identified a bio ID issue after the 174 update, where the driver had been downgraded. So, the fse dialled in and applied the driver update as per communication bulletin 2093. The system functioned as intended after the field service engineer repaired the device.